Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the pump's screen just went blank 2 days ago. Troubleshooting was performed for blank display and noticed display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.